Event description:
Pt reported that about one month ago she attempted to bolus 4 u of insulin, but only received 2 u. Pt experienced high blood glucose (16-18 mmol/). Pt switched to back-up device and delivered a bolus, then blood glucose decreased. See scanned page.